Manufacturer narrative:
Low bg issue- no failure identified

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. In addition, it was reported that the customer experienced a low blood glucose (bg) level (45 mg/dl). Reportedly, low bg's were due to the customer delivering a bolus because they thought they were going to eat, but ended up not eating. Customer ate carbohydrates to stabilize blood glucose levels.